Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head broke inside mouth / head broke in the part of the head of the brush - oral-b power oral care refill crossaction [device breakage] no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the oral-b power oral care refill crossaction broke inside his/her mouth. The consumer elaborated that the head broke in the part of the head of the brush. This was not the first time that the consumer had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.